Manufacturer narrative:
Investigation summary: bd received 4 shelf packs samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA)1465371.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient impact. The following information was provided by the initial reporter: it is reported safety shields are breaking off.

Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. There was no report of patient impact. The following information was provided by the initial reporter: it is reported safety shields are breaking off.